Event description:
It was reported that the patient experienced distal tip erosion leading to the removal of an inflatable penile prosthesis (ipp). A replacement surgery in which the existing device was removed and a new malleable penile prosthesis. The patient was reported to be good after the procedure. No more information available at the moment, further information was requested. Additional information was received that clarified that the implanted device was a spectra penile prosthesis (spp). Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.

Manufacturer narrative:
Device analysis: erosion was reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders performed within specifications. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. Erosion could not be confirmed through product analysis. The identified pump functional failure is not a probable cause of the reported event. The investigation conclusion code of known inherent risk of device was chosen because the reported adverse events are known and documented in the product labeling. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced distal tip erosion leading to the removal of an inflatable penile prosthesis (ipp). A replacement surgery in which the existing device was removed and a new malleable penile prosthesis. The patient was reported to be good after the procedure. No more information available at the moment, further information was requested. Additional information was received that clarified that the implanted device was a spectra penile prosthesis (spp). Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced distal tip erosion leading to the removal of an inflatable penile prosthesis (ipp). A replacement surgery in which the existing device was removed and a new malleable penile prosthesis. The patient was reported to be good after the procedure. No more information available at the moment, further information was requested. Additional information was received that clarified that the implanted device was a spectra penile prosthesis (spp). Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.